Manufacturer narrative:
The device was received for evaluation. Visual inspection identified damage on the patient line. An underwater pressure test was performed which revealed a leak from the damage location. The reported condition was verified. The cause of the damaged could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of the homechoice cassette had a hole which resulted in a leak. This occurred during after the dwell phase of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.